Event description:
It was reported that, although the packaging states 10mls directing to port of the balloon. But only 5mls on the packaging referring to the balloon size. Customer aware of the inflation, but to have 2 sizes on the packaging can increase risks of underinflation.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.